Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an abdominal hernia repair on (B)(6) 2016 and mesh was implanted. It was reported that the mesh ¿rolled up, caused the corresponding pain and then was removed and replaced in a revision surgery.¿ revision surgery on (B)(6) 2016 with optilene mesh. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/10/2019.